Manufacturer narrative:
Concomitant products: product ID 8703, lot # j92-103069, implanted: (B)(6) 1992, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The hcp from the hospital reported that a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The patient was hospitalized and had MRI two days ago. It was unclear why the patient was hospitalized. The logs showed stall and pump period may exceed tube set. The hcp had interrogated the pump and then decreased the rate 5%.the patient had no symptom change and no alarms were reported. The hcp planned to re-interrogate the pump. The pump was used to deliver baclofen. Additional information received indicated that the patient had been admitted to the hospital due to other health reasons that were unrelated to his pump/catheter/or therapy. The MRI was done as a diagnostic test for those other health issues. The hcp went see the patient the next day to see if the pump had recovered and how the patient was doing. The patient had been discharged to hospice.

Manufacturer narrative:
(B)(4).